Event description:
Patient has an ilr [ implantable loop recorder] and is enrolled and connected through medtronic carelink site appropriately. Alert transmission came to the carelink site on [redacted]. Carelink site showed successful export however review of transmission on the platform revealed missing data trends. This is for remote monitoring of cardiac patients. Missing data poses a risk to patients, including death. Manufacturer response for remote monitoring platform, carelink (per site reporter).